Event description:
Pt fell off exam table during evaluation of device. Lacerated eye. Not sure if patient may have had a syncopal episode. Questioned lead performance, after changeout impedance was low.